Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s high blood glucose level was 480 mg/dl and low blood glucose was 27 mg/dl. The customer¿s other blood glucose value was 143 mg/dl and 123 mg/dl. The customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.